Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During pre-dilatation at second inflation, it was noticed that the balloon ruptured at 12atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.